Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2011, product type; lead. (B)(4).

Event description:
Additional information received reported the patient was getting effective therapy with new battery.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the hcp put "a battery in my back", and "it was not working properly. In fact, there's a wire that's broke". It was noted they were trying to coordinate the schedule of the rep and hcp. It was reported the pain wakes the patient up at night. It was noted the patient also had a pain pump. It was reported the patients back had been really bothering her a lot. It was reported the patient had noticed this in (B)(6). Additional information received reported the patient had their ins (implantable neurostimulator) replaced on (B)(6) 2014. It was reported the patient had complained of a lump on her back during a pump refill (B)(6) 2014.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no.(B)(4)) found there was hybrid anomaly/hybrid damage. Analysis summary: the c9 tantalum capacitor was detached from the hybrid circuit board. Mtc analysis confirmed scratch marks on the pwb and on two ceramic capacitors adjacent to the detached tantalum capacitor. The marks indicate the capacitor was detached after hybrid build but before the device was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation with or without the antenna attached to their programmer. The patient was seeing a ¿call your doctor¿ icon and getting an elective replacement indicator (eri) on their programmer. Once the patient cleared the eri message they were getting a power on reset (por) message with a triangle. It was noted that the patient had hardly been using their stimulation. The patient had not been using their stimulation for a long time but wanted to increase it since they were having more pain. Prior to the day of the report the patient was feeling stimulation fine and it had been covering their pain well. The patient noted that their stimulation was on but then noted that they tried to turn stimulation on since their stimulation had been off because they hadn¿t needed it but their stimulation would not turn on. It was stated that the patient had a new battery put in on (B)(6) 2013-(B)(6) and got the eri message on (B)(6) 2014. The patient had had no falls or trauma. The patient was unable to connect with their implantable neurostimulator (ins) with the programmer. It was further reported that the clinician programmer was showing a power on reset (por) error code of 0x9c. Contact 11 was also reading >10,000 ohms. It was further reported that the error codes for power on resets (pors) of 0x80, 0x10, 0x08, and 0x04 were shown. Diagnostics showed that the battery voltage had dropped down to 2.35v which was below the elective replacement indicator (eri). Diagnostics indicated that there was a sudden power loss. It was noted that the battery voltage later read 3.015v but the battery was still showing an eri message so it was unclear what had occurred. It was further reported that a manufacturer representative met with the patient and the patient was getting effective therapy but the battery was still showing an elective replacement indicator (eri) message.